Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer' s wife reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 500 mg/dl. The customer's blood glucose at time of incident was 400 mg/dl and current blood glucose was 386 mg/dl. The customer states husband has been hospitalized multiple times due to high blood glucose. Troubleshooting was performed for high blood glucose. The customer states the drive support cap appears normal .the customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.